Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a combined report in error. Additional information and the explant were requested in order to progress with this investigation. Post primary and pre revision x-rays were provided and reviewed. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The initial reporter to corin UK has confirmed that the explants are not available to return for examination, so at this time, we cannot determine whether the reported devices caused or contributed to the patient's experience. Based on this, corin now considers this case closed, however, should any new information come to light, this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is simiar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision of the right hip after approximately 9 years due to osteolysis and reported high cobalt and chromium ion levels.